Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a shaft break occurred. The 90% stenosed target lesion was located in the tortuous right coronary artery (rca). During advancement of the 3.0 x 20mm emerge balloon catheter into the vessel, resistance was met. The physician was removing the device and the shaft broke. Both portions of the device were able to be removed from the patient. The procedure was completed with the use of another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified solidified blood and contrast in the inflation lumen. Multiple hypotube kinks were noted and the hypotube was broken 64cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). Examination under magnification revealed that the shaft was torn at the exit notch, consistent with damage due to guidewire interaction. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a shaft break occurred. The 90% stenosed target lesion was located in the tortuous right coronary artery (rca). During advancement of the 3.0 x 20mm emerge balloon catheter into the vessel, resistance was met. The physician was removing the device and the shaft broke. Both portions of the device were able to be removed from the patient. The procedure was completed with the use of another of the same device. No patient complications were reported and the patient's status is stable.